Manufacturer narrative:
Date of onset for post-operative pain is unknown. This report is for two (2) unknown screws. The complainant screws have not been explanted. PMA/510(k): unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had two (2) screws implanted into her foot on (B)(6) 2015. The patient has been experiencing severe pain and swelling since the procedure and has been prescribed pain medication to treat. At some point post-operatively, the screws were discovered to be broken. The surgeon advised the patient that the procedure cannot be reversed. This report is for two (2) unknown screws. This report is 1 of 1 for (B)(4).